Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of low lithium battery was confirmed during product evaluation. The root cause was determined by service to be not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional information: the device has not been previously sent into service for the reported condition of "lithium battery low". This is involving a pump with software version 5.03.00 which is categorized as unremediated.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump with a low lithium battery, which could have caused an interruption of delivery. The reported condition occurred upon power up. It is unknown if there was patient involvement. No patient injury or medical intervention occurred. The software version for this device is currently not known. No additional information is available.